Event description:
The manufacturer was contacted in reference to the voluntary field safety notice recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. There is an allegation by the patient of pulmonary damage/inflammation. The device has not yet been returned to the manufacturer for evaluation. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
H3 other text : the device has not been returned to the manufacturer.